Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained on multiple proficiency samples processed on a vitros eciq immunodiagnostic system. The investigation was unable to determine the assignable cause for the higher than expected tsh results. Based on the historical tsh quality control performance a vitros tsh reagent lot 4920 issue is not likely a contributing factor. Results from within-run precision testing were not provided. Although there is no indication of an instrument issue, the instrument could not be ruled out as a contributing factor. In addition, there was no discussion on pre-analytical sample storage and handling of the proficiency samples. Therefore, a pre-analytical sample handling issue cannot be ruled out as a contributor to this event.

Event description:
The customer obtained higher than expected vitros tsh results on multiple american proficiency institute (api) proficiency samples using vitros tsh reagent lot 4920 on a vitros eciq immunodiagnostic system. Api sample 1 = 0.52 miu/l versus expected result of 0.255 miu/l. Api sample 4 = 2.81 miu/l versus expected result of 2.120 miu/l. Api sample 5 = 5.31 miu/l versus expected result of 4.085 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. (B)(4).